Event description:
It was reported that the screw will not lock at nominal angle in proximal olecranon plate in the most distal va (variable angle)-lcp hole. The entire construct had to be taken apart and put back together without using this locking hole. Event #2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Date of event was initially reported as 05/25/2012. Date of event was reported in error as it is unknown.